Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance issue and possible fracture that resulted from the patient's thyroid surgery. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. The ra lead had exhibited low/high/infinite impedance values, loss of capture with unstable thresholds, and lead noise. Reprogramming was performed to turn off the lead, and the lead was removed and replaced. No further patient complications have been reported as a result of this event.